Manufacturer narrative:
Product analysis: as found condition: the pipeline flex device was returned for analysis inside a sealed biohazard bag and a shipping box. Damaged location details: the pipeline flex tip coil is in good condition. The distal and proximal dps restraints and dps sleeves were found to be intact, with no signs of damage. No defects were found on the re-sheathing marker and a re-sheathing pad. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation and damage. No defects were found on the pushwire. The braid¿s distal end was opened and frayed, while the proximal end was not opened and frayed. The braid¿s middle part was fully opened without damage. No other anomalies were observed. Testing/analysis: n/a conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at middle¿ complaint was not confirmed, as the returned pipeline flex braid¿s middle part was fully opened without damage. Also, the braid¿s distal end was opened and frayed, while the proximal end was not opened and frayed. However, the cause of the failure to open could not be determined. Possible causes include vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the customer stated that the vessel tortuosity was moderate, ruling out vessel tortuosity as a potential cause. The user deploying the braid in the vessel bend and a damaged braid may have contributed to the failure to open. The braid can be damaged due to over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/re-sheathing against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the middle section of the pipeline failed to open. The pipeline was placed in a vessel bend when it failed to open.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the left internal carotid artery with a max diameter of 7.8mm and a 4.6mm neck diameter. The landing zone was 3.62mm distally and 5.15mm proximally. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered and the pru level was 0. The angiographic result post procedure was normal. It was reported that the ped-500-20 stent was raised into place by the marksman. The tip end was deployed at the m1 segment, and then the whole was pulled back to the internal carotid artery for distal anchoring. The tip end was deployed about 9mm, and the middle segment was started to deploy. The operator pushed the delivery guidewire forward, and the stent continued to be deployed about 4mm. When it passed the anterior cavernous sinus, the stent flattened. The operator adjusted the tension technically, reducing and increasing the tension, and swinging back and forth, trying to improve the flattening phenomenon. After several attempted operations, the stent still could not be opened. The operator tried to continue deploying the stent, giving it a longer space, and repeated the reduction and increase of tension, and the back and forth swinging operations, but the flattening still did not improve. Therefore, the entire system was removed from the body. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.